Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated that a device which was in an advisory population was implanted in her and required explant. The patient stated her physician was aware of it the potential advisory and did not inform her. The patient thinks that boston scientific should inform patients of possible recalls as well as the physicians. No additional adverse patient effects were reported.